Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bent needle and missing safety shield with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle was missing the safety shield and was bent. No injury or medical intervention.